Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel alleges metal on metal mechanical complication. There has been no reported revision procedure to date. This report is based on allegations set forth in patients notice and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that the patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reports patient allegations of an unspecified mechanical complication. There has been no reported revision procedure to date. This report is based on allegations set forth in patients notice and the allegations therein are unverified.